Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis ("hashimoto's disease") and nodule ("lots of nodules"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis and nodule outcome was unknown. The reporter considered autoimmune thyroiditis, medical device removal and nodule to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimoto's disease"), nodule ("lots of nodules"), seborrhoea ("oily scalp"), alopecia ("hair loss"), nerve injury ("permonant nerve damage"), malaise ("make me sick"), abdominal distension ("bloating"), abdominal pain lower ("cramp"), headache ("headache") and paraesthesia ("no burning/tingling in shoulder blades") and was found to have hormone level abnormal ("hormone"). The patient was treated with surgery (hysterectomy). At the time of the report, the back pain, abdominal distension, abdominal pain lower, headache and paraesthesia had resolved and the autoimmune thyroiditis, nodule, seborrhoea, alopecia, nerve injury and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, autoimmune thyroiditis, back pain, headache, hormone level abnormal, malaise, nerve injury, nodule, paraesthesia and seborrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal , autoimmune thyroiditis , nodule, seborrhoea, alopecia, back pain , nerve injury , malaise, hormone level abnormal, bloating ,muscle cramp,cramp nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received reporter information added. Events added : seborrhoea, alopecia, back pain , nerve injury, malaise, hormone level abnormal. Hysterectomy was done for back pain. On (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: social media received. Events added headaches, bloating, lower abdominal pain, paraesthesia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.